Event description:
The customer stated that there was presence of clot on the arterial side of the hmod70000 oxygenator during support. Case was supported by veno-arterial cannulation and case was post-cardiotomy deployment. The customer stated that on a occasion the act (activated clotting time) was as low as 160 seconds during support. Additionally, the customer stated that the post-cardiotomy cases were coagulopathic before support and clotting factors were given during the period support. Coagulation factors were given post-oxygenator according to the customer. (B)(4). Ref MFR # 8010762-2014-00090.